Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an abrupt change in shocking impedances, now measuring greater than 125 ohms. The lead was tested in different configurations and they were all greater than 125 ohms. There was no noise on the shock electrogram. This patient underwent a revision procedure and it was determined that the df-1 pin was not inserted into the header. The issue was corrected and this lead remains in-service. No further complications have been reported. And there were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.